Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Reportedly, the customer removed insulin from cartridge and re-filled the cartridge with more force to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.